Event description:
Corrected information was received. The event timing was before surgery.

Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on corrected information received following submission of the initial report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe had no cutting (aspiration unknown). The procedure was completed after replacement. There was no patient harm.